Event description:
Chipped a piece off back tooth [tooth fracture]. In discomfort ) after tooth chipped) [dental discomfort]. Oral b brushheads did not effectively clean teeth [device ineffective]. Case description: a consumer reported that they, an adult female age range (B)(6) years, used oral-b dual clean brushheads toothbrush head refill, 1 applic, unspecified frequency to clean teeth and reported the following: chipped a piece off back tooth, in discomfort (after tooth chipped), and oral b brushheads did not effectively clean teeth. The case outcome was not recovered/not resolved. Past medical history included: hist drug/prev exp - oral b precision clean brushheads - too soft and light to clean my teeth (device ineffective). No further information was provided.

Manufacturer narrative:
Requested product from consumer for product investigation.